Event description:
The reporter stated that her husband had gotten the er1 message, that he had retested and had gotten a number result which she doesn't recall. She reported that he has proper testing technique and uses the color comparison chart. She stated that he felt "ok" and that he did not change his medication or seek medical advice.